Event description:
A report was received that a patient experienced multiple ulcers, right eye, associated with wear of a night & day contact lens. Heavy growth of pseudomonas aeruginosa and coliform bacilli have been mentioned, but not confirmed to be associated with the wear of night & day lenses or with this event. September 15, 2010 - received follow up info from the dispensing optician who reported a trial pair of nigh & day lenses, (B)(6) 2008, was dispensed and the patient advised to sleep in the lenses for one night. Right eye became swollen after sleeping in lenses for 3 nights. At check up on (B)(6) 2008, a corneal scar was noted, right eye (location unk). Patient instructed to return in one week, but he did not return. No additional lenses have been provided by the optician since (B)(6) 2008. September 23, 2010 - received follow up from the treating eye care professional who reported, the patient was examined on (B)(6) 2008 after experiencing right eye severe pain of 3 days duration. Corneal ulcer located at 1 o'clock and edema diagnosed. Right eye vision hand movement and anterior chamber view hazy. Patient admitted to hospital. Corneal scraping performed with germ staining showed a lot of leucocytes but no organism growth at that time. Prescribed g exocin drops hourly, g cyclopentolate 1% drops 3x day and systemic antibiotics. Improvement reported. (B)(6) 2008 - best corrected visual acuity as 6/60, right eye, no hypopyon with cornea improving. Discharged with topical antibiotics and steroids. (B)(6) 2008 clinic visit - ulcer healed with some haziness, anterior chamber quiet & normal fundus examination. Visual acuity 6/9-1 with glasses, right eye. Latest exam (B)(6) 2008 best corrected visual acuity 6/5, ulcer completely healed with small scar. Vision reported as "back to normal." Contact lens culture showed no bacterial growth after 2 days. The precautions sections of the package insert specifically states "patients should never exceed the prescribed wearing schedule regardless of how comfortable the lenses feel. Doing so may increase the risk of adverse effects." And "patients should be instructed that if any of the above signs or symptoms (which includes moderate to severe eye pain not relieved by removing the lens) are noticed, he or she should immediately remove the lenses. If the problem continues after removing the lens or upon reinsertion, immediately remove the lens(es) and contact the ecp for identification of the problem and prompt treatment to avoid serious eye damage."

Manufacturer narrative:
(B)(4).